Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the 800-ml/hr flow rate test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "failed 800 ml/hr flow rate" was not able to be confirmed through review of the event history log. Evaluation reproduced the complaint of "failed 800 ml/hr flow rate," finding that the device delivery error was greater than -5% during the 40, 100, 400, and 800 ml/hr tests. Test results: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.273ml (-7.27%); rate = 100 ml/hr, vtbi = 25 ml, delivery = 23.635ml (-5.46%); rate = 400 ml/hr, vtbi = 100 ml, delivery = 94.917ml (-5.083%); rate = 800 ml/hr, vtbi = 200 ml, delivery = 189.356ml (-5.322%); rate = 999 ml/hr, vtbi = 250 ml, delivery = 237.584ml (-4.9664%). Evaluation inadvertently did not determine causality for the reproduced symptom. The pressure plate travels were found to be within specification and the device was reworked during the repair process. The device was monitored throughout the repair process to ensure optimal flow accuracy. (B)(4).